Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 319 mg/dl. During troubleshooting the device was able to rewind and prime without incident. The customer also wanted to troubleshoot for a no delivery alarm issue. The customer was able to use a plunger to push insulin through the tubing. However, the insulin pump alarmed no delivery during a manual prime. The customer then changed the infusion set and programmed a 5-unit bolus; however, the insulin pump alarmed no delivery at 2.65 units. The infusion set cannulas were not bent or kinked. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.